Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 408 mg/dl. Caller stated that the customer's insulin pump was shutting off by itself. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with failed battery test alarms due to contamination in the battery cap contact and battery tube. No unexpected power off or power anomaly noted. Unit was unable to prime due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Unit passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.